Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
CONTINUED E1 PHONE NUMBER: (B)(6). AND FAX (B)(6). A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "RUPTURE". THIS RECORD IS FOR THE LEFT SIDE. DEVICE WAS EXPLANTED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B3 D9 H3 H6Laboratory Analysis SummaryThe device related to the reported event Rupture was received on July 07, 2026, with lot number 1791645. Per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required:¿ Rupture: Observed broken device through microscopic inspection assessed as Unidentified (Tear) Opening. No further actions are required as it is not related to the manufacturing process.None of the other observations performed during the device analysis Creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.